Event description:
Customer reported out axsym beta-human chorionic gonadotrophin. Result of 7864 miu/ml. Result was questioned by physician. Pt was told by physician that pt may be miscarrying. Sample was retested, yielding a result of 39,535 miu/ml. Pt was not treated.